Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380

Event description:
It was reported that patient experienced flow blocked on second day of insertion in abdomen which leads to high bg 230 m/dl and it was addressed by changing insulin pump on (B)(6) 2026.